Event description:
A surgeon reported a patient experienced hypopyon one day postop after intraocular lens (iol) implantation. The patient was referred to retinal specialist. The patient was given a vitreal antibiotic injection and depot medrol. Patient's visual acuity (va) prior to the iol implantatiion was 20/80 (04/2001). Patient's va after the iol implantation was 20/20 (07/10/2001). The surgeon indicated the patient's outcome was excellent.